Manufacturer narrative:
(B)(4). Results code is mechanical shock problem. The complaint device was returned for evaluation. The stopper was observed to be significantly bent. The stopper had a deep scratch. We can reasonably assume that excessive strength was applied to the handle and that the stopper has been pushed against the opposite side leading to the scratch observed and the bent stopper. The black ring had detached and the electrodes were twisted and misaligned. This is also a consequence of the excessive strength applied on the handle. The bent stopper made the electrode come too far into the black ring leading to the problem observed. No manufacturing defects were highlighted. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that the tips of bipolar forceps were misaligned, the stopper was bent, and the fixation screw was tightly fastened. This was found during setup. There was no delay or patient impact.